Manufacturer narrative:
The investigation of the reported issue was completed. In general, tabletops are not designed to prevent patient falls if they are not strapped as described in the instructions for users. Appropriate material is provided with the system for patient fixation. Additional accessories, e.g. For the treatment of heavy patients and specific applications, other supporting material is offered. However, fixation by means of a belt/body straps is essential. The entire process of patient immobilization is responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, and proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. Instructions for use provide adequate guidance to properly secure patients during examination. According to the available information, the customer confirmed that they had not followed their normal procedure for patient transfer. The artis zeego system will not cause or contribute to the reported incident.

Event description:
Siemens became aware of an incident that occurred while operating the artis zeego system. A patient fell onto the floor during a transfer from the artis zeego table to the hospital bed. The patient was under anesthesia when the incident occurred. Additional information was received that the patient had a small scratch on the arm. The patient was assessed by the clinicians and no injuries were identified. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The concerned unit remains operational. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.